Event description:
It was reported that during the implant attempt, the physician was not able to retract the stylet from the lead after positioning the lead in the right ventricular apex. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.